Event description:
It was reported that cadd solis vip pump - failed pressure test during testing. No patient injury reported .

Event description:
It was reported that cadd solis vip pump - failed pressure test during testing. No patient injury reported .

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed that labels were intact. During functional testing, the reported complaint was duplicated. The downstream occlusion sensor was test found to have low pressure. Root cause was found to be a defective downstream sensor. Replaced the downstream occlusion sensor.